Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass graft procedure, during the distal anastomosis of the coronary artery, the needle came off before a suture stitch was thrown. The surgeon used the one needle that was still attached. The second needle on the strand came off. There was no patient injury.